Event description:
Customer's mother reported receiving an alarm for a loose drive support cap on the insulin pump. She stated that this alarm occurred while changing the reservoir. She stated that insulin was squirting out during the manual prime process and that it continued to drip after the motor had stopped. She stated that she was unable to exit the "preparing to prime" loop. The insulin pump had not been dropped or bumped prior to this alarm and the drive support cap appeared to be normal and recessed. The blood glucose reading was 163 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.